Event description:
The customer and her husband reported via phone call that there were 3 separate hospitalizations due to low blood glucose. The first hospitalization was in (B)(6) 2012. Customer's blood glucose was 7 mg/dl. Customer went unconscious and the ambulance was called. Customer had two other incidents where her blood glucose was between 17 and 20 mg/dl. Customer does not know the specific treatment details, but she was given d50 and glucagon. Customer's husband stated that he had to deliver it himself on occasion. Caller thinks that all the lows were caused by accidental bolus delivery due to accidental button pushes. Customer just received a new pump 2-3 weeks ago and there is no way to tell which pump she had at which event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-15331, 2032227-2015-14078.